Event description:
As reported by the field clinical specialist (fcs) during a transfemoral transcatheter aortic valve replacement (tavr) with a 23mm sapien 3 ultra valve during valve deployment and inflation the balloon on the 23mm commander delivery system (ds) ruptured. They attempted to pull the ds and the 14f esheath+ out as one, but the ds would not come into the sheath and the force used caused the nose cone and some of the balloon material to separate from the ds. This was at the level of the femoral head. A cut down was then performed to remove all parts of the ds from the body and a graft was placed to replace part of native femoral artery and superficial femoral artery. A second sheath and ds were opened in anticipation of having to post dilate the valve, however the valve was well expanded, and this was not necessary. The patient was in stable condition at the end of the procedure. The perceived root cause was sinotubular junction (stj) calcium that caused the balloon burst. The degree of calcium was mild on annulus and leaflets, the annulus was 459mm, the degree of tortuosity was moderate and the minimum luminal diameter was 5.9mm. There were no instruments used to remove the balloon cover. There were no alignment difficulties and valve alignment was performed in a straight section.

Manufacturer narrative:
D4: primary unique device identification number: (B)(4). The investigation is ongoing.